Manufacturer narrative:
Age at time of event: (B)(6) or older. Initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 5.0mmx150mmx150cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition after the procedure.